Event description:
It was reported that no capture was being observed after device change-out on competitor right ventricular lead and new left ventricular (lv) lead. It was noted that loss of capture occurred during multiple lv capture management tests. The device and lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that no capture was being observed after device change-out on competitor right ventricular lead and new left ventricular (lv) lead. It was noted that loss of capture occurred during multiple lv capture management tests. The status of the device and lead is currently unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.